Event description:
PICC placed (B)(6) 2014. Leak in PICC (B)(6) 21014. 3 leaks found in this PICC location unk.

Manufacturer narrative:
The complaint was confirmed and the cause is use related. The product returned for evaluation was a 4 fr groshong nxt single lumen catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 35 and 36 cm depth markers, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.